Manufacturer narrative:
No device is expected to be returned for eval. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported a defect in the packaging. This damage was discovered when the kit was taken out of the shipping box. The kit was not used on a pt.